Manufacturer narrative:
Clarification to b3 date of event and d6a implant date: healthcare professional indicated a partial implant date of "2015". This is captured in both fields as the available information suggests the device was implanted after its expiration date, and it cannot be excluded as having contributed to the deflation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; device possibly implanted after its expiration date.

Event description:
Healthcare professional reported "deflation" and device implanted after expiration date. This record is for the right side. Device remains implanted.